Event description:
Allergan aesthetics received a report of a patient treated on (B)(6) 2022 with coolsculpting to the infra-scapular area and flanks using coolscupling elite curve 120 applicator and treated the upper abdomen, mid abdomen, and lower adomen using coolsculping elite 150 applicator and may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated on (B)(6) 2022 with coolsculpting to the infra-scapular area and flanks using coolscupling elite curve 120 applicator and treated the upper abdomen, mid abdomen, and lower abdomen using coolsculpting elite 150 applicator and may have developed paradoxical hyperplasia (pah/ph).